Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, the red button was broken. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received visual analysis of the returned device, determined that trigger is broken. Silicon sleeve was crack in the middle and deformed in the distal part and implants and sutures were inside of the needle. Testing of trigger¿s functionality revealed that trigger was loose, there was no tension on the handle from the spring. Device was open to review internally the components and as it was found the trigger was broken and disconnected from the latch and from the return spring. A manufacturing record evaluation was performed for the finished device lot number: 6l57080, and no non-conformances related to the reported complaint condition were identified. Based on the information currently available. Product evaluation of the returned device indicates that the trigger could have being broken due to excessive force applied during the procedure. As per IFU-113244, indicate the instructions for user to handle the trigger at the deployment phase. In this case, it can be concluded that root cause of the failure reported is due to handling of the device, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an anterior cruciate ligament reconstruction procedure of the left knee on (B)(6) 2021, it was observed that the truespan 12 degree peek did not fire. Then when it was pressed again, the red button broke. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.